Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in clear ziploc bag. A lot number was not with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The returned wire guide was bent at 141.6cm from the proximal end and the bend was in a 90 degree angle. The rest of the wire guide and the distal tip were not damaged. No other anomalies were detected with the device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our investigation confirmed a bend near the middle of the device. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor for a kink is if the flexible tip of the sgw is not positioned correctly and monitored fluoroscopically. The instructions for use direct the user "introduce the device, floppy tip first, into the channel of the endoscope and advance until it is endoscopically visualized well beyond the tip of the scope." The user is further instructed "when the wire guide is in position well beyond the stricture area, slowly begin to withdraw the endoscope, caution: continuous fluoroscopic monitoring of the wire guide is essential in order to ensure it remains in the proper position." Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook savary-gilliard wire guide. It was reported [that] the device was met with some resistance, [and was] difficult to get dilator over the wire. When the procedure was finished it was noticed that there was a kink in the wire and a slight tear in the gastric lining [subject of report], not a complete perforation. No additional intervention was needed. The physician noted that the tear was not significant enough for treating. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.